Event description:
It was reported that during the thrombectomy procedure, after the use of the device physician found that the coating of the guidewire was peeling at the level of torque. Procedure was successfully completed with this device. There were no clinical consequences reported to the patient due to the issue.

Manufacturer narrative:
Expiration date: added. Device evaluated by mfg . Summary attached: updated. Manufacturing date: added. The device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the device revealed that the guidewire was slightly bent on several places along its polytetrafluoroethylene (ptfe) length and distal section. The guidewire ptfe was examined and found to be peeled/scraped off on several places along its proximal approximately 40.0cm section. The coating was scraped on the guidewire 360 degree with the torque device collet and/or the introducer. The torque device collet was examined and ptfe coating was found in the torque collet. The hydrophilic coating felt slightly bumpy after hydration, but was smooth when dry. No other anomalies were observed with the hydrophilic coating. During functional testing the guidewire was attached to a torque device and one to one torque was not smooth due to the anomalies found on the guidewire. Based on the information available, it is possible that the guidewire may have bent due to the tortuous anatomy. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device dfu: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause of the reported and analyzed guidewire ptfe coating peeling is considered to be related to use error.

Event description:
It was reported that during the thrombectomy procedure, after the use of the device physician found that the coating of the guidewire was peeling at the level of torque. Procedure was successfully completed with this device. There were no clinical consequences reported to the patient due to the issue.